Event description:
During a ptca/rotational atherectomy/stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of a tortuous lad coronary artery post-dilatation difficulties were experienced. It is noted that the lesion had been treated with a rotablator 1.75, then predilated with the maverick2 monorail (20/3.5mm) catheter prior to placement of a bx velocity 3.0/23mm stent. The maverick2 monorail balloon was then re-inserted and used for post-dilatation of the stent. The maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the second inflation when extrusion of contrast dye was noted. (The number of atm's reached on the initial inflation is unk). A dissection was noted to have occurred at the lesion site and the physician attempted to place a bx velocity 3.0/8mm stent, but was unable to pass the device through the lesion. The procedure was discontinued at that point, but the procedure was considered successfully completed. The pt was asymptomatic during this event. A medikit introducer sheath (size unk), a neo's soft guidewire (size unk), a 7f mach 1 fl4 guide catheter and an encore26 inflation device were also used in this case. Pt status is reported as 'good'.